Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a dissected thoracic aorta. The lesser curve was acute at 90 degrees. The outer curvature was not acute. The patient was treated for a dissected thoracic aorta. The mean blood pressure was reduced to 55 and when the stent graft was deployed, it was misaligned (mdr2953200-2008-01013). The physician followed the IFU deployment technique and pulled the stent graft down 3 - 4 cm; however, the stent graft did not straighten. Deployment of the stent graft was completed in the misaligned position. The stent graft ended up distal to the desired position. The mean blood pressure was restored. The physician elected to place another talent thoracic stent graft. Prior to deployment, the mean blood pressure was reduced to 55. This time deployment was initiated more proximal and the same thing happened, the stent graft deployed misaligned. Again the physician followed the IFU deployment technique and pulled the stent graft more distally, but it remained in the misaligned position. There was a type 1 endoleak but not from the misaligned stent graft but from the dissection. The decision was made to not further intervene. At 1 month CT will be performed to decide how to proceed. Films have been received and sent to a consultant for review. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: type b dissection. Unapproved use of device, device is indicated for treatment of aneurysms. Other, pending film evaluation. Secondary intervention. Misaligned deployment.